Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen would time out too soon. Due to the reported issue, during troubleshooting with tandem technical support, the customer was unable to continue troubleshooting. The customer was unable to interact with the pump. There was no known impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.